Manufacturer narrative:
This correction report is being submitted because this is not a boston scientific product. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular lead was surgically abandoned. A left bundle branch lead was implanted to complete this procedure. Additional information from the field representative provided this lead was surgically abandoned because there was longer capture. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular lead was surgically abandoned. A left bundle branch lead was implanted to complete this procedure. Additional information has been requested but was not provided at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.